Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for two patient samples tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. Of the two samples, one sample is reportable as a malfunction. The erroneous value was not reported outside of the laboratory. The reporter noticed that the issue occurred after a system reagent bottle changeover. The sample initially resulted with a ft4 value of 55.6 pmol/l, repeating with a value of 16.1 pmol/l. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number was 380330. The reagent expiration date was asked for, but not provided. The investigation determined that the issue was caused by the deterioration of the system reagent procell ii m. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.